Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven months post replacement procedure, the patient developed a severe pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.